Manufacturer narrative:
E: first name and last name is unknown. G2: country of origin is bangladesh. G4: please note that this product c05a (activos bone cement with hydroxyapatite) is not marketed in the united states; however, it is similar to the united states marketed device cx01a (kyphon xpede bone cement us). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor (dis) via manufacturer representative regarding product used for spinal therapy. It was reported that the cement was clotted. There was no patient involved and no further complications or symptoms reported regarding the event.